Event description:
The customer reported to customer service that the cover on the power supply had fallen off, exposing the electrical components inside. No sparking, flame, or fire was observed. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to obtain add'l complaint info and the original product for return have been unsuccessful. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the transformer housing was broken open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will be continued to be monitored. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed.